Event description:
A customer reported issues with their device, including inaccurate time and date settings. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting as their device was out of warranty, and no additional actions or outcomes were reported.